Event description:
The micro sagittal saw was sent in for eval because it would not turn off during preparation for a procedure. A spare device was used for the procedure; no adverse event was associated with the device.

Manufacturer narrative:
The event could not be duplicated as the handpiece was not recognized by the console. The electric motor cartridge was damaged and would explain the running on its own. The motor cartridge controls the power given to the rest of the device. As the component failed, false signals are generated and carried out through the device.